Manufacturer narrative:
The account replaced the power supply board to resolve the alleged problem with the power supply board being corroded due to fluid ingress.

Event description:
Account alleged that the power supply board is corroded due to fluid ingress. Account stated that there were no injuries and a pt was not in the bed.